Manufacturer narrative:
The insulin pump was received with currents in specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 600 mg/dl. The customer had treated with the insulin pump. He found in troubleshooting, that the drive support cap appeared flush. He declined further high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.